Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received information through its implant patient registry that a 27mm 7300tfxj mitral pericardial valve was explanted after a duration of five (5) months due to unknown reason. A 25mm edwards magna mitral ease valve was implanted in replacement. There was no allegation of device malfunction. It was unknown if the device will be returned at this time.